Event description:
The account alleged the bed has no trendelenburg. The account has tried a different footboard and replaced the logic board which worked for a short time but then the reverse trendelenburg did not work. The account replaced the control panel to repair the bed.